Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The device was requested to be returned for evaluation; however, to date it has not been received. Cardinal health has previously determined that residue on the occluders can lead to a device malfunction, resulting in rate inaccuracies. A supplemental report will be filed when additional relevant information is obtained.

Event description:
Customer reports that upon return of the alaris pump module from manufacturing service for logic board replacement, and while the facility was performing device check-in testing, 'free-flow' was observed and the occluder was also found to be sticking. No patient event or rate inaccuracies were reported. No additional information was available.